Manufacturer narrative:
Mayfield triad skull clamp (a1108) was returned for evaluation: the set screw in the swivel base was tight and index knob is loose. Evaluation showed that the lock had movement and a residue buildup is present. Unit needs heli-coils added to large starburst threads. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. The reported complaint was confirmed from the evaluation. However, the device exceeds its expected life of 7 years. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that they were unable to tighten the mayfield triad skull clamp (a1108). It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.